Event description:
Temperature sensor was not reading. This has occurred multiple times in the past 6 months; 4 the same week as this one reported. We are working with bard to identify whether this may be a cable issue and connectivity with monitoring system in ICU or bard catheter.